Event description:
Reporter alleged blood glucose meter generated a "1" on the display screen, when attempting to test blood glucose. It was stated customer performed a screen display test and only the number one appeared, however, it was in the middle of the display, however, could not be found in the meter memory. It was stated no actions were taken or treatment received reportedly as a result.